Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) v-tachy mode was set to a value other than monitor plus therapy. Attempts to obtain additional information provided no reason of deactivation. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.